Event description:
The facility reported an automix 3+3 compounder where the "wheels were not spinning. The rotors hesitated to spin and grinded." There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of the "wheels were not spinning. The rotors hesitated to spin and grinded" was not confirmed nor reproduced during device evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A service history review was performed revealing the reported condition is not related to any previous customer service request. However, during previous service the pump rotor assembly was replaced. A device history record review was performed revealing no failures were observed in previous service records which could cause the reported problem.